Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the affected product was saline mentor smooth round high profile 560cc, catalog number 3503560, serial number (B)(4), lot number 7335063, the date of implantation was (B)(6) 2017 . The replacement devices were gel mentor memorygel breast implant 790cc. The patient was in a stable condition after the surgery. The patient was in a stable condition after the surgery. The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was confirmed by the visual examination. As a result, the patient had undergone explantation on (B)(6) 2019.

Manufacturer narrative:
On 1/18/19, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/9/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 7335063 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/23/19, it was reported to mentor that the device history record (DHR) for the lot number 7335063 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).